Event description:
A transnasal skull base bur 13cm x 3mm disposable drill bit broke while being used in a case. Immediately taken off field and given to the supply coordinator. Lot# 0223578267. Manufacturer response for disposable drill bit, (brand not provided) (per site reporter) or staff notified medtronic rep and is sending back to the manufacturer.